Event description:
A customer reported that on (B)(6) 2010 at 3 am, he woke up with a headache and when he tested his blood glucose, he received a reading of 298 mg/dl on his freestyle lite blood glucose meter. The customer also reported he then took his insulin, and lost consciousness. The paramedics were called and the customer reported he compared the reported reading of 298 mg/dl received at 3 am to a reading of 40 mg/dl obtained by the paramedics on their health care provider device between the hours of 6 am and 7 am. The paramedics reportedly treated the customer with an intravenous glucose solution and then he was transported to a health care facility where he was diagnosed with hypoglycemia. Although he reported he was treated at the facility, he did not know the medical treatment rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.